Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent micro endoscopic discectomy (med) procedure due to herniation. Intra-op, micropituitary broke immediately after the operation started. No fragment of the instrument remaining in the patient. There was a delay of more than 60 min in overall procedure time as a result of this event. No health damage in the patient was reported. Operation was completed by using the new instrument.

Manufacturer narrative:
Product analysis result: visual observations: the front handle is broken off the micropituitary. The break appears to have been caused by side force placed on the handle through a twisted motion. Conclusion: the above observations are consistent with bend stress overload. If information is provided in the future, a supplemental report will be issued.